Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: sloshing. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with two unspecified mentor saline implants and was dissatisfied with the outcome of the procedure. The patient stated that she felt a swishing feeling of the saline implants immediately after implantation. As a result, the patient underwent removal and replacement with unspecified mentor saline implants. As total, the patient underwent four revision surgeries with unspecified mentor saline implants in the past. This event is for one of the four reported revision surgeries. The patient currently has a set of 510cc mentor gel implants and is satisfied with the result. Due to the nature of the complaint source, the company¿s customer satisfaction web survey, very little information was provided regarding the complaint. Since the event was reported anonymously, mentor was unable to perform follow-up. If additional information becomes available in the future, a supplemental report will be submitted. The audible sound of the breast prosthesis post implantation surgery is self-limiting and does not indicate any deficiency or malfunction of the product. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Residual air within saline breast implants can cause patient discomfort due to the mechanical and auditory effects of sloshing. Small amounts of air have no clinical significance, but if larger quantities are present and audible, the patient is reassured that the implant shell is gas-permeable and that the air will dissipate/diffuse. This event is being reported because the patient had the devices explanted as a result. This report is for the left-sided device.